Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was too much plastic packaging, making it hard to see the english instructions from the outside. The bag itself and tubing came in a paper bag. On the outside of the paper bag were instructions in english and (B)(6) that were covered in a clear plastic bag with a seal. To open the seal would render it "opened" and/or "used". User wanted to confirm how to use the device and make the decision on the purchase. The user eventually went online to find the information. The user suggested to rotate the paper bag on the inside of the clear plastic by 90 degrees to facilitate seeing the instructions easier without having to open the seal, which would render it "opened". There was reportedly a white band or a seal that blocked the information that was needed.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "- visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use.- after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations. - attention, read directions prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was too much plastic packaging, making it hard to see the english instructions from the outside. The bag itself and tubing came in a paper bag. On the outside of the paper bag were instructions in english and french that were covered in a clear plastic bag with a seal. To open the seal would render it "opened" and/or "used". User wanted to confirm how to use the device and make the decision on the purchase. The user eventually went online to find the information. The user suggested to rotate the paper bag on the inside of the clear plastic by 90 degrees to facilitate seeing the instructions easier without having to open the seal, which would render it "opened". There was reportedly a white band or a seal that blocked the information that was needed.